Event description:
A customer reported that pacing spikes appeared on the ECG when the device was in monitor mode. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.